Event description:
It was reported while the surgeon was performing a midface reconstruction procedure with calvarial bone graft, one ti matrixmidface titanium screw (self-tapping)head and two ti matrixmidface titanium screw(self-drilling) heads, snapped off during the placement despite pre-drilling. Surgery was delayed 30 minutes. The three fragmented screws remain in the patient. The procedure was successfully completed and the patient is stable. This is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.